Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. In addition two photos were provided for evaluation. Visual examination of the sample noted that rubber stopple was missing from the set. Based upon the evaluation of the sample the reported defect is confirmed. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Communication of the reported issue was provided to production to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the 510k number used was for a similar device.

Event description:
As reported by the user facility: nurse noticed that the extension set was leaking and upon examination, the rubber stopper was found to be missing. Hours later, the nurses heard the patient choking and went to help. Something yellow was seen in the patient's mouth, it was the rubber stopper. The nurses were able to extract the rubber stopper with a soft suction probe and the status of the patient immediately improved. No injury reported.